Event description:
Ventilator was alarming continuous high pressure, peak pressure would not subside despite trouble hooting. Manual bag ventilation while new ventilator placed on patient. No signs of distress. No patient harm.